Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that: drill bits bent prior to using in pt, problem occurred before. Different lot was opened for case. Staff was aware to test drill bits.